Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during a procedure on (B)(6), 2011. According to the complainant, during unpacking of the device, it was noted that the distal end of the sphincterotome was kinked. No visible damage was noted to the packaging of the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during a procedure on (B)(6), 2011.according to the complainant, during unpacking of the device, it was noted that the distal end of the sphincterotome was kinked. No visible damage was noted to the packaging of the device. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device found that the working length including the cutting wire was bent/kinked distal to the wide brown marker where the extrusion tapers down to the distal tip. No other issues were noted with the device. The investigation concluded that the observed condition of the device was likely due to customer prep/handling. Therefore, the most probable root cause classification is handling damage. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed no similar complaints for the specified batch number.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.